Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value of 426mg/dl. Customer stated that the auto mode was active and was automatically adjusting insulin at time of high blood glucose event. Customer stated that they were having a hard time inserting the cannula in the body as they were not having enough body fat. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.